Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit in clinic for device check, noise was observed on the device. During the noise check on the device, free capture was observed on all three channels. Device was re-interrogated with radio frequency telemetry and noise was still observed. Device was explanted and a new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of noise/impedance anomalies were confirmed in the lab. The device was tested on the bench and an impedance anomaly was observed. The cause of the issue was due to a capacitor connection anomaly on the hybrid.